Event description:
Pt reported meter/lab comparison test readings obtained about 60 minutes apart. They were 82 mg/dl (ss) versus 182 mg/dl (lab), respectively (55% difference). Both tests were fasting. No symptoms were reported. Control solution test reading (64) was out of range - low (86-134). Lfs rep reviewed quality control procedures and discussed meter/lab comparisons versus back to back testing with pt. Meter was replaced. There was no allegation of harm.